Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr) and restricted and prolapsed leaflet for a mitraclip procedure. During the procedure, imaging was challenging due to anatomy. One mitraclip was successfully implanted. An attempt was made to deploy second mitraclip. The clip was entangled with chordae. Troubleshooting was performed and was successful but a chord became flail during removal of clip. Post removal of the clip, one gripper was unable to actuate during grasping the leaflets. Multiple grasping attempts lead to leaflet damage. The clip was replaced with another clip to proceed with the procedure. An attempt was made to grasp the leaflets with third mitraclip. Insignificant mr reduction was observed. A decision was made to remove the clip from the anatomy. The patient was referred to mitral valve replacement surgery. The mr remained unchanged post procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed and identified the gripper line to be broken via returned device analysis. The reported difficult to remove from anatomy (clip caught on chordae) and poor image resolution could not be replicated in a testing environment as they were related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the identified gripper line break. A conclusive cause for the gripper line break and clip entangled with chordae (difficult to remove) cannot be determined. The reported poor image resolution was due to patient anatomy. The reported tissue injury appears to be due to the clip caught on the chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalized and sent for mitral valve replacement. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.